Manufacturer narrative:
Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that an external blood leak occurred at the connector of a prismaflex m150 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.